Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the serial number on the device was no longer visible. Dents were noticed on the shaft's insulation functional inspection: the 5mm monopolar handle 33cm was tested with an insulscan and failed. Probable root causes could be (1) user misuse (2) user excessive force (3) improper cleaning and sterilization (4) normal wear in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.